Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The pump displays a "no cartridge detected" warning during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: there were no load step malfunction errors observed in the pump history. A rewind, load and prime sequence was performed successfully with no issues. Investigation revealed that the force resistance measurement was within specifications but the force sensor was found to be out of calibration. The pump cover was removed and there was no damage observed to the force sensor assembly. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.